Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard pnk 20ga x 1.16in a hole in the catheter was discovered after placement. The following information was provided by the initial reporter, translated from spanish to english: during the venipuncture with device in basilic vein there were no inconveniences. But at the moment of connecting the catheter channel with the q-syte connector it was noted blood coming out, so a fissure was observed in catheter - a damage. The catheter was removed. The physical sample is not available. Note: product specialist says: it's possible the customer advanced the catheter with the mandrel, damaging the catheter.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.